Event description:
Customer tested blood glucose on suspect device and blood glucose was 264 mg/dl. Customer feeling symtoms of low blood sugar. Customer became disoriented and fell so wife called paramedics. Paramedics tested blood glucose on their device and blood glucose was 37 mg/dl. Customer was given an intravenous access and rec'd 2 amps of glucose before being released.